Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Manufacturing ref: 3008452825-2023-00274. At the end of an atrial fibrillation procedure, a cardiac tamponade was observed during rf in the left pulmonary veins which required drainage. During general anesthesia there was low blood pressure for a period of 15 minutes. There were no issues while using the catheter. It was possible that a complicated transseptal access caused it. The tamponade was diagnosed using via an echocardiogram and fluoroscopy. A pericardiocentesis was performed and the procedure was completed with no further issues.